Event description:
Patient is latex alley, latex foley placed in patient. Rn could not find any indication on foley package documenting latex product. Relief rn removed the foley immediately before procedure began, because she knew from experience this product was in fact a latex product. Patient sustained no harm. Surgeon opted to drain bladder with in and out cath at the end of procedure rather than placing a non latex foley. After examining other foley catheter kits the required documentation of latex product was found on the kit but the flap seal was covering the writing from immediately being seen, a person would have to know where to look and maneuver the product inside. Some of the kits had an additional sticker placed on them that said this product contains latex, but all kits did not have a sticker. FDA safety report ID# (B)(4).